Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous left anterior descending (lad) artery. After the orbital atherectomy treatment, st elevation and slow flow were observed. The patient began to gasp for air and their blood pressure suddenly dropped after starting inotropes. The patient was intubated and had no carotid pulse. Cardiopulmonary resuscitation was performed for 35 minutes. An intra-aortic balloon pump (iabp) and temporary pacemaker implant were placed. The patient was transferred to the critical care unit. Additional information was received indicating the slow flow was persistent, and was caused by a vessel spasm. The patient expired.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient harms including arrhythmia, obstruction, cardiac arrest, low blood pressure, vasoconstriction, death, and related hospitalization, and medical intervention appear to be related to operational context. Due to the very limited information provided, the main cause of death is most likely due to procedural circumstances and possibly the patient¿s disease state although the use of the orbital atherectomy probably indirectly contributed to the outcome of death. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: corrected to reflect the patient outcome. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous left anterior descending (lad) artery. After the orbital atherectomy treatment, st elevation and slow flow were observed. The patient began to gasp for air and their blood pressure suddenly dropped after starting inotropes. The patient was intubated and had no carotid pulse. Cardiopulmonary resuscitation was performed for 35 minutes. An intra-aortic balloon pump (iabp) and temporary pacemaker implant were placed. The patient was transferred to the critical care unit.